Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from the quality evaluation: a returned sample could not be obtained and without the sample a thorough investigation could not be conducted to determine if there were quality issues with this particular seal. Recommendation for patient to return sample or carry out a patch test on another part of the body to assess whether or not there is a reaction to the seal. There have been no non-conformities for this product within the last 12 months.

Event description:
Report received indicated that patient was having redness under eakin cohesive seal for 2 to 3 weeks on peristomal skin prior to receipt of complaint. It was noted that he's been using product for an extended period of time without any problems before issue occurred. Patient outcome was not reported.